Manufacturer narrative:
Investigation results were made available. Concomitant medical product, zimmer biomet, echo bi-mtrc micr rp so 6x74, ref# 19.28.06, lot#: 95338637. DHR review: stem: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Head: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: fracture of the stem. Review of event description: the hip prosthesis had to be revised after approximately 21 years and 8 months in vivo due to a fracture of the wagner sl revision stem. Review of received data: - surgical notes, implantation (B)(6) 1996 the report was translated from german to english and the main points are summarized below. Indication: 20 years after radiation of a subtrochanteric right reticulo sarcoma metastasis currently new tumor growth. Technique: the proximal femur (15 cm) is resected. Osteotomy of the trochanter is performed. The distal medullary cavity is free of tumor in the rapid section (histology). The allograft is prepared. A reinforcement ring with hook is implanted. After preparation of the distal medullary cavity a wagner stem is implanted which achieves optimal fixation. A head size m is placed. The joint is reduced. The trochanter major is repositioned and stabilized with cerclage and screws. A lateral compressing plate is placed. The muscles are refixed, drainage and wound closure is performed. - surgical notes, explantation (B)(6) 2017 the report was translated from german to english and the main points are summarized below. Surgery: explantation of a total hip prosthesis using femoral osteotomy and implantation of a hip prosthesis (zimmer: reinforcement ring with hook size 56, mathys: ds evolution 54/54, 28-bionit m-head, revision stem proximal 50 standard, distal 22/220 mm), cerclages indication: the patient has a fatigue fracture of a monobloc stem. After tumor resection approximately 21 years ago the total hip prosthesis worked very well until now. The patient was mobile, although in general limping. He also made small hiking tours in uneven terrain up to two hours. A complete change of the total hip prosthesis is planned with double mobility cup. Technique: the femoral allograft is completely bare and vitreous non-vital. There is scar tissue with greyish wear villi which are carefully removed. Capsulectomy is performed. The head with the proximal fracture part can be identified and removed without problems. The cup is exposed and further debridement is performed. The polyethylene and remains of cement are removed from the reinforcement ring. All four screws are loose and can be removed without problems. The reinforcement ring is not integrated in the bone, has no press-fit as well and can be removed without difficulty. The acetabulum is reamed. Now it is turned to the femur. The plate is removed. Distally to the allograft the fenestration for the femoral osteotomy is started. The femoral flap is removed to ventrally which is difficult because the allograft is very hard. A protection cerclage is put around the distal femur distally to the osteotomy. The distal fracture part is mobilized with kirschner wires, drills and flexible chisels. A hole is drilled into the proximal area of the distal fracture part. This is laborious. Finally the fracture part can be removed with a custom-made extraction tool. The femur is curetted and then stepwise prepared to implant the distal part of a mathys revision stem. The rest of the report describes the implantation of the new implants. - intraoperative photographs according to the intraoperative photographs, the low profile cup was also removed but not sent for investigation. - x-rays first only four x-rays were provided. These have a limited quality as they were photographed probably from a screen and mirror certain light reflexes from the room¿s lamps. On two ap views the planning for the new implant is indicated. Then a cd with a CT and more x-rays was provided. With exception of the axial view, dated (B)(6) 2017, the other three firstly provided x-rays are also included on the cd. In the following only the relevant x-rays are described. On the ap view x-ray right hip, dated (B)(6) 2005, a reinforcement ring with hook is fixed with four screws in the acetabulum and a low profile cup with metasul inlay is cemented in the ring. On the femur side a wagner sl revision stem is implanted and a plate with 4 screws is fixed on the lateral side of the bone. In the trochanter major area cerclages that are broken and two screws which are fractured can be seen. It seems that the piece of bone located laterally to the neck area of the stem is not anymore connected to the rest of the femur. On the next ap view x-ray right hip, dated (B)(6) 2008, a piece of cerclage wire is located in the femurs medullary cavity, just below the most proximal fixation screw of the plate, medially to the stem. Except for the slightly different position of the x-ray, there are no further obvious changes compared to the ap view x-ray right hip, dated (B)(6) 2005. Due to the suboptimal contrast the axial views, dated (B)(6) 2005 and (B)(6) 2008, do not provide additional information. On the x-rays, dated (B)(6) 2017, it can be seen that the stem is fractured after the first third of its length on the height of the most proximal plate¿s fixation screw. On the ap view the proximal fracture part of the stem is tilted to approximately 45° and it seems that the proximal medial part of the femur (trochanter minor) is fractured some millimeters below the most proximal fixation screw of the plate. There is a large area without bony structure between the part and the bone on the lateral side. Compared to the previous x-ray from 2008 the fracture part of the most proximal screw is now located longitudinal in the medullary cavity on the medial side. The screw pushed the piece of cerclage wire already located there further down. Additionally, other parts of the broken cerclage as well as the piece of bone separated from the bone are in a different position than before. The distal fracture part supports only one edge of the proximal fracture part. Neither the situation of the plate and the distal two thirds of the stem nor the situation in the acetabulum seems to have changed. On the axial view the proximal fracture part of the stem is tilted in the femur¿s medullary cavity and there is a gap between the fracture part and the bone on the medial as well as on the lateral side. A piece of cerclage wire is located on the outside of the bone. Three of the plate¿s fixation screws seem to be placed close to the stem. The x-rays dated (B)(6) 2017 show the situation after the revision. The separated piece of bone and another piece of bone proximal medial (trochanter minor) are missing compared to the previous x-rays. - (B)(6) user report the hospital reported the incident to (B)(6). The report does not contain additional information that would have an impact on the investigation. Devices analysis - visual examination the wagner sl stem is fractured approximately 190 mm proximal to its distal tip. The fracture surfaces show a fatigue fracture starting from the lateral side. The fracture origin is located at a fin. The macroscopic investigation of the fracture surfaces did (as far as visible) not reveal defects that could have triggered or favored the fracture. The fin from which the fracture originated was closer inspected. It was discovered that the fin is damaged by a drill mark . When putting the two fracture parts together, it can be noticed that a further drill mark is located also exactly at the height of the fracture on the fin posterior to that fin where the fracture originated. The before mentioned fin exhibits further drill marks at three different places all located on the distal fracture part. The position of all four drill marks are matching with the position of the screws visible on the x-ray. The proximal fracture surface is intact except for a small polished stripe along half of the circumference. The distal fracture surface is partially scratched and polished. The anchoring surface of the proximal fracture part is partially polished and there are several fine scratches in the neck area. Additionally, on the anterior and posterior side indentations from screw threads as well as cerclage wires can be seen. Remains of bone ongrowth are visible on more than the distal half of the distal fracture part. To permit identification of the ref. No. And lot no. The bone was carefully removed by using acetic acid in the area of the laser marking. The anchoring surface is damaged by scratches and instrument marks. Approximately 20 mm below the fracture surface there is a bore hole. This and the before mentioned damage derived most probably from the revision surgery. However, posteromedial a small line-shaped polished zone can be recognized. It is possible that the latter could have developed due to contact with one of the screws. On the articulation surface of the metasul head there are numerous fine scratches. A partial borderline between the loaded and unloaded area is visible by naked eye. The articulation surface was investigated under the microscope (nikon epiphot, eq-ID win-03-rsr-540-151662) at 200-times magnification with differential interference contrast (dic). The borderline between the loaded and the unloaded area is well recognizable as in the unloaded area the original surface state with slightly protruding carbides is still visible while the latter are leveled in the loaded area. Both loaded and unloaded areas are scratched. In the as-received state the head was still fixed on the stem taper. After marking the position of the parts to each other the head was removed to perform a wear measurement. At the distal end of the contact zone there is an approximately 4 mm wide stripe recognizable on stem and head taper. The face surface of the stem taper has a slightly bluish discolored surface and in the area of the stripe the lateral area exhibits a discolored surface as well. In the stripe¿s area on the head taper the surface structure appears to be slightly different than further proximal. Signs of taper corrosion could not be recognized. - wear measurement the wear measurement was carried out on a 3d measuring machine type cmm5, sip geneva. The total linear wear value for the head is 9.0 ¿m which results in an annual wear rate of 0.4 ¿m. For a metasul-pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8 ¿m / year per pairing was found. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2 ¿m / year per pairing [1]. Conclusion: the hip prosthesis had to be revised after approximately 21 years and 8 months in vivo due to a fracture of the wagner sl revision stem. At the time of implantation surgery the patient suffered from a bone tumor, therefore femoral allograft was used to replace the proximal part of the femur. The allograft was fixed to the patient¿s remaining bone with a plate and the performed trochanter osteotomy on the allograft was repositioned with screws and cerclage. The available x-ray follow-up shows that the bone situation in the trochanter / proximal area of the femur changed over time in vivo. The x-rays taken in (B)(6) 2005 exhibit broken cerclage wires and screws which points to some movement in this area. Finally in (B)(6) 2017 in the area of the proximal fracture part there are areas without bony structure between the implant and the bone. As visible on the ap x-ray the gaps must have been large enough that the fractured part could tilt. This tilting could probably lead to the possible fracture of the proximal medial part of the femur (trochanter minor). Based on this it can be concluded that the stem was proximally loose and without bone support at least from some point in time. The appearance of the retrieval is in alignment with the findings on the x-rays. The proximal fracture part shows polished areas most probably due to movement against bone and / or the material used for osteosynthesis which points to loosening. It is unknown if the polished areas existed already before the start of the fracture and are associated with it or developed exclusively as a concomitant. Remains of bone ongrowth are visible on more than the distal half of the distal fracture part. The fracture starting from the lateral side occurred due to fatigue on the height where the direct bone support and the plate end. Macroscopically, (as far as visible) the fracture surfaces did not exhibit defects that could have triggered or favored the fracture. However, the fin from which the fracture started is damaged by a drill mark in the area of the fracture origin. On the fin posterior to the fin where the fracture originated four drill marks could be observed. The position of the drill marks match with the position of the four screws visible on the x-rays which were used to fix the plate to the bone. The head / stem taper connection as well as the articulation surface of the metasul head are inconspicuous. The measured wear value for the head can be considered low. Based on the above described findings, it can be assumed that the damage of the fin on the lateral side of the stem at the proximal end of the plate combined with proximal loosening / missing bone support led to an overload finally resulting in the fatigue fracture of the stem and the possible fracture of the proximal medial part of the femur (trochanter minor). It is unknown to which extent each factor had an influence on the sequence of events and if there were other influencing factors, e.g. Patient related. As the acetabular explants are not at hand for evaluation, their possible influence on the sequence of events remains unknown. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer biomet's reference number of this file is (B)(4). [1] rieker cb, schoen r, koettig p, shen m, krevolin j, 2006, in-vitro versus in-vivo analysis of metal-on-metal articulations abstract 7892 of the 5th world congress of biomechanics, jul 29-aug 4, munich, germany, journal of biomechanics 2006; vol. 39 suppl. 1, p. 120

Event description:
It was reported that a patient underwent a tha and was revised after 21 years and 8 months in vivo due to stem breakage.

Manufacturer narrative:
The following additional information was received on december 12, 2017 and is, if indicated, included in the report. Report of implantation and revision, x-ray received, date of implantation (B)(6) 1996, patient height: 175cm, weight: (B)(6). Review of x-rays and surgical reports is part of the ongoing investigation. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4).

Event description:
It was reported on november 13, 2017 that a patient was implanted with a wagner sl stem on (B)(6) 1996 on the right hip side and will be revised on (B)(6) 2017 due to implant breakage. Note: an email from the hospital was received on november 24, 2017 which says that this event was reported to (B)(6) in the same week.

Manufacturer narrative:
The device and x-rays were received and will be reviewed during the case investigation. The device was returned for investigation; the identification of the specific device numbers (catalog and lot numbers) are part of the ongoing investigation. The device history records could not be reviewed yet, as the lot number is currently unknown. Additional information has been requested but is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
It was reported on (B)(6) 2017 that a patient was implanted with a wagner sl stem in 1996 on the right hip side and will be revised on (B)(6) 2017 due to implant breakage.